Event description:
The brush falls off the holder- oral-b brush head [device breakage]. Case narrative: consumer e-mail stated that the brush regularly falls off; no brush head remains in place while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The brush falls off the holder- oral-b brush head [device breakage]. Case narrative: consumer e-mail stated that the brush regularly falls off; no brush head remains in place while brushing. No injury was reported. Follow-up: product updated.

Manufacturer narrative:
On 09-sep-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The brush falls off the holder - oral-b brush head [device breakage]. Case narrative: consumer e-mail stated that the brush regularly falls off; no brush head remains in place while brushing. No injury was reported. Follow-up: product updated. Follow-up (product investigation results): product investigation result for both the suspects oral-b toothbrush handle and oral-b refills were received. The driving shaft of received handle was clearly broken. Cause of failure was consumer related (effect of force, driving shaft broken). Based on investigation results, "no manufacturing cause" and "no design issue" was identified. The delivered refill is a counterfeit product as the oral-b logo and other characteristics are different from original. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.